Event description:
It was reported that the pump display was frozen. There was no reported adverse impact to the customer¿s blood glucose level as the caller declined to provide this information. The customer reset the pump, which began functioning again, and technical support arranged for a replacement pump under warranty. The customer was instructed on how to store the pump and agreed to return the malfunctioning pump within 10 days using a pre-paid label.